Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope had a missing gear at the endoscope adaptor (aea). Additional observations not reported by site were also identified: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddle board exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle 1/3 of the endoscope cable was found to have delaminated. During inspection of the endoscope housing, the nose section of housing exhibited laser marking fading and/or removed. The endoscope transmittance test was failed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope would not flex up and down. The procedure was completed with no reported injury.